Manufacturer narrative:
Philips service replaced the flexvision-2 revised pc and reloaded software successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the flexvision monitor displayed a blue screen due to corrupted software or faulty hdd on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.